Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. Pt said that an ultrasound was done and finally they are home but now they are peeing all over themselves and noted using 3 pads an hour. Pt said they were not peeing all over themselves before they went to the hospital, but did not know what the date was when the peeing all over themselves started. Pt was concerned something was wrong and wondered if the interstim device was damaged. Agent reviewed that sometimes it is necessary to turn off stimulation for medical tests or procedures and suggested to use the equipment to check if stimulation was on or off. Agent assisted pt to synch with their ins and pt confirmed that they have not turned it on yet, it was off. Agent assisted pt to turn stimulation back on and increase to a comfortable setting. Agent reviewed interstim therapy information, control equipment general use and function, and offered and sent an email with a quick guide, symptom diary and interstim information. Agent tried to clarify and determine if stimulation was turned off while patient was in the hospital. Pt said they did not bring their control equipment with them, they did not think anyone used their control equipment, and their wife did not know how to use it. Troubleshooting asked if the reason they were in the hospital was related to their stimulator and pt said they do not think so.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.